Event description:
The call center received a call stating that the device had stopped operating. Reported that they had replaced the unit with another v60 possessed by the hospital. The power was unable to be turned off and the screen had turned totally dark with a display of vent inoperative 100a data acquisition pcba adc reference failed, in the center of the screen. After leaving the device as it was for a while, the power was able to be turned off. The ventilator was on a patient and was switched to an alternative v60 ventilator. There was neither delay in therapy nor medical intervention reported. Our sales representative visited the hospital and replaced the device in the medical engineer's room. He was unable to confirm the reported issue.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H10: in the repair center, "vent inoperative 100a data acquisition pcba adc reference failed" (diagnosis code 100a) was observed to have occurred. In addition, its occurrence log was found in the event log. Therefore, the data acquisition board was replaced and the phenomenon was resolved. No other anomaly was observed. In addition, periodic maintenance 1 was performed. Oxygen inlet filter, inlet air filter and cooling fan filter were replaced to prevent failure in accordance with the maintenance procedure: the software was confirmed to be version 2.30. Overall checking, cleaning, run testing, and a function test were performed.

Manufacturer narrative:
H10: the removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician installed the da pcba into a pil v60 standard test bed (stb) for testing. The pil technician reported the da pcba adc reference failed message noted as 100a in the device diagnostic log could not be duplicated in stb operation. The pil technician verified the reference voltage on the display of the stb during diagnostics mode for 3.3vdc supply voltage = 3.28 vdc (3.04vdc-3.52vdc) which is within the allowable specifications. The pil technician verified that the 2.5v ref voltage (2500 mv ± 4 mv) on the back side of the da pcba at the junction of r107 and c72 is 2.502vdc. The pil technician also verified that the dac pca passed all pressure accuracy testing. The conclusion of the part analysis was no fault was found. The fi investigation could not replicate the reported problem.